Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the unit experienced a sudden auto¿lockout and auto¿logoff when the user selected the ¿my patients¿ section. The customer stated that this malfunction occurred while dispensing the medication. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis suddenly auto locked and logged off shortly after login. A technical support specialist (tss) logged into the station and observed high memory usage and 14 days of uptime. Med application logs showed storage space and biometric identifier errors; permission to reboot was required. Customer was unavailable, so an email was sent requesting downtime. Customer later reported the issue was random and agreed to troubleshooting. Downtime was scheduled for 3:00 am pst on (B)(6) 2026. Pharmacy was informed and approved the reboot. Tss found no data synchronized errors were found; the database was healthy. After reboot, the station encountered a blue screen, but no component issues were found. An event viewer tcp error was identified, change speed and duplex from 100mbps full duplex to 100mbps half-duplex, and the station was rebooted successfully. The customer approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.